Manufacturer narrative:
Evaluation summary: this report is based on information provided by the complaint tracking system. A product sample was provided by customer to site unit but was not provided (B)(4) investigation team. There is no enough information to determine if product meet specification since no sample arrived at (B)(4) for investigation. Visual inspection cannot be performed. The customer reported they had a capsule which failed to attach. The investigation performed did not determine the issue cause. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. They used another capsule to complete the procedure, but the capsule detached early. There was no harm to the patient and no intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubricant was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation. A repeat procedure on a different day was necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to attach. They used another capsule to complete the procedure, but the capsule detached early. There was no harm to the patient, no intervention was required, and no repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubricant was used to facilitate placement of the capsule and the delivery system and the capsule will be returned for investigation.